Event description:
As initially reported by consumer mother on behalf of her son stating that he experienced symptoms of irritation and little ulcer on his right eye due to contact lens wear, also many contact lenses were also torn in pack. Medical attention was sought from eye doctor and was diagnosed with little ulcer like bubble on his right eye and was prescribed with unspecified eye drops. . The current status of the consumer eye is symptom improving. Additional information has been requested but not available at the time of this report.

Manufacturer narrative:
H.3.,h.6.:the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3.,h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).